Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a consumer receiving gablofen at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient had a complete catheter and pump explant due to pocket erosion at the site of the pump. The erosion was thought to be from the patient's wheel chair support rubbing on pump site. Surgical explant took place and the issue was resolved. There were no further complications reported/anticipated.